Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis is unknown; however, it could be related to the patient¿s advanced age ((B)(6)) in combination with the progression of pre-existing aortic valve disease. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. The event is considered to be related to patient factors. Per gsop8.1.001, a device history record (DHR) review is not required restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately 6 years and 10 months post implantation of a 26 mm sapien xt valve, the patient¿s valve was severely restenosed. The maximum gradient measured 81 mmhg and the mean gradient measured 53 mmhg, and the aortic valve area (eoa) measured 0.7 mm2. A 26 mm sapien 3 valve was successfully implanted inside the sapien xt valve. The patient is doing well.